Event description:
A consumer has been seeing wavy lines following intraocular lens implant surgery.

Event description:
Additional infor provided by the surgeon indicates the pt's outcome was good. The surgeon also states that while the symptoms persist, they do not affect the pt's vision.